Manufacturer narrative:
A customer technical support (cts) assisted the customer with troubleshooting and assessed the problem and it appeared to be a wet vent filter on sample wash station drain tube. Cts had the customer to replace the filter. No further leaking hardware complaint was filed as of (B)(4) 2011. Service was not dispatched fort his event. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc., (bci), and reported that synchron cx5 delta sample wash station is foaming and splashing liquid onto covers. No injury was reported on this issue.